Event description:
Hamilton medical ag received the following incident description: a nurse tried to use the ventilator and get the error tf 8914 at startup on (B)(6) 2023. The biomedical engineer founded in the log that the tf occurred on (B)(6) 2023.

Manufacturer narrative:
Investigation is ongoing.